Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-10237. During an in-clinic follow up, the left ventricular (lv ) lead was visualized in an x-ray as dislodged into the coronary sinus. Then during the lv lead repositioning, high pacing impedance was noted on the right atrial (ra) lead. It was then observed in the programmer that the ra lead has dislodged and could not be visualized in its respective channel. Both the lv and the ra leads were repositioned to resolve the event. The patient was stable with no consequences.